Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received an unexpected restart alarm during normal use. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not available with insulin pump. Customer would call back.